Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, top part of lens came off. The procedure was completed with another unspecified lens without any harm to the patient. There was no patient contact.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11 the lens was returned loose in the carton with the disassembled device. Viscoelastic was dried on the lens. One haptic was in a folded position, adhered to the anterior optic surface. The optic has a deep scrape mark on the posterior side of the lens in the travel path of the plunger, which would indicate a plunger override. The device was returned disassembled with the nozzle disengaged from the device, loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed inside the separated nozzle. The plunger has been advanced to what appears to be the nozzle entry area. The tab on the bottom of the barrel was inspected with inconclusive results. The nozzle was pushed back and it seated correctly in the locked position. The nozzle was secure after being reseated. The door was not broken, but a bend is observed. The nozzle was replaced onto the barrel and fully secured. No problem was observed. A photo was provided that displayed the nozzle separated from the used device. A plunger underride was shown in the photo. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of "nozzle came off". A photo was provided that displayed the disengaged nozzle from the device and a plunger underride condition. Upon sample return, the lens was loose in the carton with previous plunger underride damage, the plunger was advanced, and the nozzle was disengaged from the body of the device. The tab on the bottom of the nozzle was inspected with inconclusive results. All company devices are 100 percent inspected and the disengaged nozzle would not have met company release criteria. It cannot be determined how/when the nozzle disengaged. It is unknown if the observed plunger underride could have been a contributing factor to the event. The root cause for the plunger underride was most likely related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol (intraocular lens) with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur, due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (less than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).